Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An asymptomatic patient reported to the clinic for follow up. Upon interrogation, non-sustained right ventricular oversensing was noted due to post-paced t-wave oversensing. Reprogramming was recommended.